Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: this event is caused by a component failure of the teflon block. The teflon block failure is an electrical/electromagnetic component failure, and the cause is that the impedance has risen due to internal dirt and corrosion. It was found that the impedance increased due to internal dirt and corrosion of the teflon block, leading to excitation failure during the service inspection. This event was caused by a component failure of the insertion tube. The failure of the insertion tube is degradation problem but cause of the insertion tube failure could not be determined. The most likely cause is that the drying after washing was not sufficient. It was detected that the insertion tube and the machine base are rusted and corroded which the machine base cannot be separated during the service inspection. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited dirt and corrosion of the teflon block. The insertion tube and base were rusted and cannot be separated. There was no patient involvement.

Manufacturer narrative:
Correction is being made to previously submitted report (emdr-(B)(4)), which was not reportable. Please disregard the report submitted erroneously.

Event description:
No additional information received from customer.